Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 13 sep 2018. Records indicate patient received an attune tka. No allegations provided of patient injury or product failure, nor report of revision. The patient underwent a left total knee arthroplasty on (B)(6) 2015 utilizing depuy synthes components including patella resurfacing with a competitor cement with no complications. On (B)(6) 2016, she underwent a revision for aseptic failure of the left tka. Intraoperatively, extensive scarring was found. The surgeon required osteotomes to remove the femoral and tibial components and any indication of loosening was never stated. The surgeon states that 6 degrees of external rotation from the previous external rotation was cut to "improve the alignment of the femoral component." No other complications identified. Doi: (B)(6) 2015 dor: unknown (left).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.